Event description:
It was reported there was a shocking or jolting sensation. The patient got a shocking sensation in the left leg when the stimulation was "on." The patient had not seen a health care professional regarding the event and just wanted to ensure the device was turned down prior to having a computerized axial tomography (cat) scan. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3998 lot #v015626 implanted: (B)(6) 2007, extension model 3708240 (B)(4) implanted: (B)(6) 2007, programmer model 37742 (B)(4).